Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during use, but reporter stated that the air was not infused. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.